Event description:
It was reported that a box of syringe 0.5ml 30ga 1/2in uf 10bag 500cs had missing label information before use. The following was reported by the initial reporter: "it was reported that expiration was not on the box. Verbatim: consumer reported missing the exp date info on the box. Informed consumer from lot # provided should expire 2022. "

Manufacturer narrative:
H6 investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 7044961. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. This was manufactured before expiration dates were printed on packaging.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a box of syringe 0.5ml 30ga 1/2in uf 10bag 500cs had missing label information before use. The following was reported by the initial reporter: "it was reported that expiration was not on the box. Verbatim: consumer reported missing the exp date info on the box. Informed consumer from lot # provided should expire 2022. "